Event description:
Initial creatinine result of 2.2 mg/dl. Same sample repeated the next day gave result of 0.6 mg/dl. If additional information is received, appropriate notification will be provided.